Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer's insulin pump alarmed this morning. Customer replaced the battery to reset the device. Customer's blood glucose is 180 mg/dl. The device history showed the alarm, low reservoir alarms, and no delivery alarms. The alarm occurred after a battery change. The device is not alarming during normal use. Customer was advised the device experienced an unexpected restart. He was advised to monitor the device and call back if needed. Nothing further reported.